Event description:
It was reported that a patient experienced a break in aseptic technique further described as the patient not cleaning the area for their peritoneal dialysis (pd) therapy, which caused peritonitis. The treatment was not reported for the reported event. The patient was later discharged from the hospital and was reported to be recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4): upon follow up it was reported that the cause of the peritonitis was due to a ruptured appendix. The patient experienced abdominal pain as a result of the events and was treated with peritonitis, cefazolin (intraperitoneally, 1gram, frequencies not reported), and vancomycin (dose, frequency and route not reported). A laparoscopy was performed for the ruptured appendix. The patient was later discharged from the hospital. It was unknown if the patient recovered from the events. No additional information is available at this time. Upon further analysis it has been determined that the cause of the peritonitis was due to a ruptured appendix. As a result, this event is no longer considered a reportable serious injury against a baxter product. No further reports will be sent regarding this event.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.